Event description:
The patient had a cypher implanted in 2005 in the distal left anterior descending lesion. Approximately eight months post index procedure the patient was revascularized with brachytherapy for the restenosis of the cypher des.